Event description:
A report was received that during a revision procedure, the patient¿s lead fell apart and broke when the physician was trying to disconnect the lead to the splitter. When the lead was pulled, it pulled right through the clik anchor and the anchor remained in the fascia. It was believed that it¿s either the clik anchor failed or it was not properly tightened. The lead, splitter and clik anchor were replaced. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot #: 16552650, description: next generation anchor kit-sterile.

Event description:
A report was received that during a revision procedure, the patient¿s lead fell apart and broke when the physician was trying to disconnect the lead to the splitter. When the lead was pulled, it pulled right through the clik anchor and the anchor remained in the fascia. It was believed that it¿s either the clik anchor failed or it was not properly tightened. The lead, splitter and clik anchor were replaced. The patient was doing well after the procedure.

Event description:
A report was received that several contacts of the patient¿s leads were not working. It was believed that there was an issue with the splitter. The patient underwent a revision wherein the splitter was explanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several contacts of the patient¿s leads were not working. It was believed that there was an issue with the splitter. The patient underwent a revision wherein the splitter was explanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 16552650, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.